Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) that charging was difficult and they were unable to charge. After attempting to recharge and positioning the antenna over the implantable neurostimulator (ins), a reposition antenna screen was shown. Repositioning the antenna did not resolve the issue. Communication was not possible with another external device. An overdischarge was not alleged. The patient was not feeling stimulation and the last successful recharge was 6 months prior to the report. A different rep had been working with the patient in the past about recharging issues. It was later reported the patient attempted to re-establish a connection by trying to force the battery to charge, but was unsuccessful. The patient was scheduled for a battery replacement.